Event description:
Hospital advised that the audio alarm function does not work. This pump was sent to the biomedical engineering department with a note indicating it does not work. Biomedical engineering determined the audio function does not work and that error code 62 appears in the log several times. There was no pt consequence.